Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: unfortunately, the packing is not available for return. I saw the broken seal on the packaging originally. The seal had been broken just along the right top edge of the stapler. The complaint indicated that sterile package was broken. No tyvek or other packaging materials were returned for analysis. Only the device with bubble-wrap returned so analysis cannot confirm broken package. If the package becomes available, please return it to the analysis site for evaluation of the complaint issue. Customer noted that there was damage on the package along the top edge, but the actual sample was not returned. Complaint cannot be verified.

Event description:
It was reported that when opening the device, the sterile packaging was broken. The device was not used.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.